Event description:
It was reported by the dealer that the irc5po2 concentrator will not power on every time. When it does power on, it will not turn over, the compressor may engage, but it will not put out any o2.